Manufacturer narrative:
(B)(4). Medical product: unknown biomet finn bearing catalog # unknown, lot # unknown, unknown biomet finn tibial tray catalog # unknown, lot # unknown. Initial reporter: mauricio etchebehere md phd, patrick p. Lin md, justin e bird md, robert l satcher, md, phd, bryan s. Moon, jun yu, liang li and valarae o. Lewis ¿patellar resurfacing¿ the journal of bone & joint surgery d jbj s .org volume 98-a d number 7 d april 6, 2016 involving hospitals the university of texas md anderson cancer center, houston, texas and state university of campinas, sao paulo, brazil. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06904; 0001825034-2017-06906.

Event description:
It was reported in a journal article that five (5) patients who did not have their patella resurfaced experienced arthrofibrosis.